Event description:
Revision surgery: due to the patient falling and the injury causing the knee to get infected.

Manufacturer narrative:
The reason for this revision surgery was an infection. The previous surgery and the revision detailed in this investigation occurred over 6.5 yrs. Apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. It was reported, "the patient fell and the injury caused the knee to get infected." The result of the fall inhibited the patient's immune system and contributed to the infection. There are no indications of a product or process issue affecting implant safety or effectiveness.